Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. A supplemental report will be submitted upon device history record review.

Event description:
It was reported that this patient with a 25mm valve, implanted approximately for eight (8) years and one (1) month, underwent a valve-in-valve procedure due to severe stenosis. The tavr was performed with a 26mm good results and no pvl. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient was discharged in stable condition on post-operative day one.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.